Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that while taking a spin, the image acquisition system (ias) went into standalone mode 2 seconds into the spin. The error was acknowledged. The site shut down the ias, rebooted the unit, and then completed a spin. Resolution of the issue was confirmed on call. There was 1 unused hd spin. There was no delay to the case, and there was no impact on the patient.

Manufacturer narrative:
Additional information: see for additional event details. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the stand alone mode issue caused no imaging while it was displayed on the system. It was also reported that the issue was fixed by unplugging and replugging the interconnect cable between the two carts.

Manufacturer narrative:
The software investigation was unable to determine the probable cause of the reported issue. Eval code method is associate with this analysis. Eval code result is associated with this analysis. Eval code conclusion is associated with this analysis. If information is provided in the future, a supplemental report will be issued.